Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 366 mg/dl and a correction bolus via the pump was delivered to address the bg level. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin deliveries. The customer reported that manual injections would be used for insulin therapy.